Manufacturer narrative:
The reported issue that the device delivered medicine but didn¿t recognize it had done so could not be confirmed or duplicated. The customer provided no information about the infusion order, nor did they provide a date or time for the incident. The testing and inspection process did not find any existing malfunctions that may have contributed to the reported customer experience. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that the device delivered medicine but didn't recognize it had done so. There was no report of patient harm.